Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient involvement. Manufacturer's ref. #: (B)(4).